Event description:
Information received by medtronic indicated that the customer had high blood glucose event. Customer's blood glucose value was 295 mg/dl. Customer's current blood glucose value was 303 mg/dl. Customer does not report damage to the retainer ring. Customer reports that reservoir able to lock in place. Customer alleged insulin pump was under delivering but not quite sure where the issue was coming from. Time/date was correct. Displacement verification table was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for alleged high bgs found on (B)(6) 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The insulin pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, label damage, battery tube threads - cracked, and corroded battery tube. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found on the force sensor and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.